Event description:
During axillary lymph node biopsy in a breast cancer patient, the biopsy needle fractured and the tip was left behind. The interventional radiologist noted the needle tip looked different on removal but it did not occur to him it may have fractured and been retained until after he left for the day. The following morning, he called the patient back in for an x-ray and confirmed the needle tip was in the axillary muscle tissue. Surgical consultant agreed attempting to remove the needle tip would do more harm than good.